Manufacturer narrative:
Results: the pusher assembly was kinked approximately 137.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked. This damage likely occurred due to forceful advancement of the smart coil against resistance. Further evaluation revealed the smart coil could be advanced through its introducer sheath and a demonstration microcatheter, with resistance only experienced when advancing the kinked region of the pusher assembly into the introducer sheath and the demonstration microcatheter. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil through its introducer sheath, and therefore was unable to advance it into the hub non-penumbra microcatheter. The smart coil was therefore removed, and the procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.